Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise and exhibiting no capture. It was impossible to measure impedance or sensing signals. An x-ray performed indicated there was a rv fracture. The patient stayed at the hospital overnight and during the night experienced an asystolic period of three to four seconds. The patient was asymptomatic to this happening. At this time no changes have been made and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
According to the field, the ra lead was unable to be retrieved back from the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.